Event description:
An 8 mm diameter x 60 mm length bridge assurant biliary stent was inserted in a patient for treatment of a 50% stenosed iliac lesion. The vessel was moderately tortuous and calcified. It was reported that the physician experienced resistance as he advanced the device through a 6 f valken sheath over the aortic bifurcation and did not feel comfortable completing the procedure. The physician attempted to remove the sheath and the device as one unit, however, the stent dislodged in the femoral artery. The physician attempted to deploy the stent with an angioplasty balloon. Completion fluoroscopy showed the stent was not deployed correctly. Therefore, the patient was sent to surgery for a ptfe (polytetraflouroethylane) graft to bypass the stent. No clinical sequelae were reported, and the patient is reported to be fine.